Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found a cut in the insulation at approximately 29.5 centimeters from the terminal pin; this was determined to have occurred at explant. No anomalies were observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during implant the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode did not pass defibrillation threshold (dft) testing and would not convert during ventricular fibrillation (vf) induction. The impedance measurements during induction were higher at 130 and 140 ohms. It was noted that the patient has hypertrophy. Further testing was performed three days later where the s-ICD took nine seconds to detect the vf the first time and four and a half seconds to detect on the second induction. Since the s-ICD and electrode failed to convert the vf at 70 joules, a revision procedure was performed. The s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.